Event description:
It was reported that the interpulse handpiece with coaxial high flow tip fell out during testing in the sterile field prior to use in a procedure. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon evaluation at the manufacturer, the suction tube was found detached from tip insert / base. Glue residues were observed in the suction tube and the tip insert, but not uniformly distributed through the bonding areas. Based on device risk document and evaluation of units received from previous similar events, most probable root causes for this condition can be associated, but not limited to: the tip might broke / fell-off if the assembly of the tip is improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (not enough insertion of suction tube) or too much force applied during assembly at the manufacturing process. Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room or during device usage. Poor gap design for mating parts (suction tube and tip insert). The claimed condition was confirmed. The device was scrapped by the manufacturer.